Manufacturer narrative:
A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient bled which required medical intervention and hospitalization. During the case, blood was noted in the endotracheal tube (ett). As a result, the ion system was undocked and a therapeutic bronchoscope was inserted to stop the bleeding. The estimated blood loss (ebl) was unknown. The procedure was aborted. The patient was reported to be stable. However, the patient was reportedly still intubated. There was no device malfunction reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.